Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2018 . It was reported the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced pain, urinary incontinence, scarring. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.